Event description:
It was further reported the rotawire guide wire fratured in the mid section of the wire outside of the atient during rotational testing.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the rotablator catheter with irremovable section of fracture guidewire still inserted. A tug test was performed to examine the integrity of the connection and no issues were noted with the unit¿s handshake connector. The burr was microscopically examined and revealed the annulus was damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user related as the directions for use (dfu) states: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03805. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire detached. The target lesion was located in the severely calcified proximal left anterior descending artery (lad). The rotawire guidewire detached and was unable to be removed from the 1.5mm rotablator burr during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.